Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. The initial reporter has been removed for confidentiality/privacy. The initial reporter is the patient. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint as follows: on (B)(6), I experience a complete dislocation of the new hip and needed to be transported to the hospital which was 45 minutes away via ambulance with als support for pain control on (B)(6) my hip was reduced under conscious sedation, and I was discharged from the hospital and needed to follow up with ortho. I followed up with ortho and it was decided that after a least 2 episodes of dislocation, one partial and one full that the best course of actions would be another revision on (B)(6), I underwent a second revision to my hip replacement. I am currently recovering from the second surgery at this time this has been very distressing and overwhelming, but I feel the need to share my story as I have been a registered nurse for 30 plus years, too young to retire, in my opinion too young for 3 hip surgeries in less than 3 years. I've missed work, am fearful to carry my grandson, and spent many days crying over this series of events. I appreciate you hearing my story.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. The photographs and video attached were reviewed, dislocation can be found on the x-rays provided, confirming the reported allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing record evaluation was performed for the finished device lot# m18m91 and no nonconformances were identified.